Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic rectosigmoidectomy, there was a poor staple formation, they had to over sewed the anastomosis to fix the staple line. The patient is alive with no injury.